Event description:
As reported by the user facility: patient coded, all other information is unknown at this time. A patient death was reported while using the machine. Despite several attempts, no sample, no machine data record of the affected therapy, or additional information was made available. A technical safety inspection (tsi) of the machine was performed and passed successfully, confirming that the machine worked as intended, with no failures detected and no product deviation identified. All safety-relevant functions are verified during mandatory self-tests of the machine in its preparation phase. Therapy cannot start unless these self-tests are successfully completed. During therapy, all safety-relevant components and functions are continuously monitored. If a safety-relevant malfunction occurs, the machine triggers an alarm and switches to patient-safe mode. Conclusion: based on the analysis and evaluation of the reported information and the outcome of the technical safety inspection, there was no malfunction of the device, and the device did not contribute to the patient's death. This case is classified as not reportable to the competent authority by the manufacturer.